Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor would not power up and was resetting. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been forwarded to engineering for further investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) old, female, pt's nurse, contacted zoll customer support to report the pt's monitor was making a high pitched noise and would not remain powered on. The pt was issued a replacement monitor.